Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with channel error alarms. The customer stated that the clinicians attempted to troubleshoot by removing "the pump module and blew on the iui connector on the pump module and the iui connector on the pcu," and removing "and reattach the module or move the module to the other side." There was patient involvement but no harm.